Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) noticed several screws in the bottom of the shipping crate under the hospital cart. Upon further investigation, the stm discovered the pump console would not release from the hospital cart. The console release handle was also extremely loose. There was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and repaired it by attaching the frame cart base and attaching the power supply to the frame cart base using the specified screw kit. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp is being replaced by another unit. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).